Event description:
The report from hospital say: during use, after the atomizing tube was installed, the atomization showed no response when pressed the key. There was no air coming out of the atomization port. If it was not handled in time, it could cause serious injury to the patient, which may cause medical accident. Hamilton-c1 made in apr. 19, 2021

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective nebulizer solenoid valve. In consequence the component was replaced. There was no patient or user harm.